Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that catheter shaft break occurred. The totally occluded target lesion was located in the moderately tortuous and severely calcified left popliteal artery. A 135cm rubicon¿ 14 guide catheter was selected for use. During procedure, it was noticed that the catheter was partially broken in the marker part. The procedure was complete with another 135cm rubicon¿ 14 guide catheter. No patient complications were reported and the patient's status is good.